Event description:
It was reported to philips that the system displayed an alert that the beams were off, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.